Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article. Labbe,jl, et al. "Isolated fracture of the ulnar diaphysis, from plate osteosynthesis to intramedullary nailing". Rev chir orthop reparatrice appar mot. 1998 oct;84(6):515-22. France article. The authors report a study from a series of 113 adults treated by osteosynthesis in a seven year period, for an adult isolated ulnar shaft fracture by osteosynthesis. These patients were divided into two groups: 57 patients treated by open reduction and ao plate fixation (group no. 1), and 56 patients operated by percutaneous intramedullary nailing, according to böhler technique, with a simple kirschner pin suited into the medullary canal (group no. 2). In group no. 1, there was a 29.8 per cent complication rate, 47 per cent of this was considered as "major" including osteomyelitis, non union, plate breakage, screw loosening, refractures. This is report 1 of 1 for (B)(4). This report is for an unknown ao plate fixation.

Manufacturer narrative:
Device was used for treatment not diagnosis. Labbe,j.l, et al. "Isolated fracture of the ulnar diaphysis, from plate osteosynthesis to intramedullary nailing". Rev chir orthop reparatrice appar mot. 1998 oct;84(6):515-22. This report is for an unknown ao plate fixation construct, unknown quantity / unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.